Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line inserted in the arm was found to be broken where the tubing meets the hub. The device was removed and a like device was placed using the same insertion site. The patient reported on this medwatch is the same patient reported on medwatch 1820334-2018-3098. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
According to the initial reporter, they have not noticed which colored hub had the leak. A power injector was not used during the procedure. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, functional testing, device history record, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned in a used condition, with biomatter on the surface. Leakage testing confirmed that a leak was present near the white hub of the device, but not the orange hub. Further inspection demonstrated that a split in the catheter tubing was present near the white hub. No surface damage was observed at the orange hub. Dimensional analysis further confirmed the device had been manufactured within the correct specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.